Event description:
During a fistula repair the equipment (microcatheter, marathon flow directed micro catheter lot 9758876) malfunctioned and ruptured proximal to where the adhesive was to be administered.